Event description:
A customer reported that during surgery, the system changed modes multiple times, and then "went into prime." The surgery was cancelled. It was not reported whether the surgical incision had been made when the surgery was cancelled. Add'l info has been requested.

Manufacturer narrative:
The company rep examined the system and could not confirm the customer reported problem. No pertinent system messages were noted in the system's event log. The company rep did replace a bad footswitch cable. The company rep also replaced the 12 volt battery which was low and not shutting the system down properly. The system was then tested and met product specifications. He replaced the cable and battery were returned for in-house eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).